Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported door not fully latched alarms were reproduced as well as confirmed through review of the event history log. This condition was caused by cracks causing separation between the front case and mechanical assembly. This separation caused the force required to close the door to be above expected levels. The front case assembly was replaced.

Event description:
It was reported a spectrum pump has door not fully latched alarms. It was also reported, there was no pt involvement.